Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On june 10, 2025, a patient underwent a biopsy procedure using maxcore. During the procedure, the sample was taken, and the outer tube did not move. The device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore core disposable biopsy instrument for evaluation. Upon visual evaluation, the maxcore disposable core biopsy instrument appeared to have blood residue throughout the cannula and the device was returned in the initial position. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. An attempt was made to fire the device but failed as only the stylet fired. The device was disassembled, and internal parts were inspected. Upon disassembly, the right bumper was noted to be bent. Therefore, the investigation is confirmed for the reported failure to fire as only the stylet was fired when attempt was made to fire the device during functional testing. Identified bumper issue may have contributed to the reported event. However, a definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using maxcore. During the procedure, the sample was taken, and the outer tube did not move. The device allegedly failure to fire. There was no reported patient injury.